Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced low blood glucose levels. His doctor told him to request a replacement insulin pump. The insulin pump alarmed external error and unexpected restart twice. The insulin pump also alarmed button error. The bolus was recorded in the bolus history but the time recorded was wrong by about ten minutes. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected external ram error, unexpected restart or button error alarms were noted during testing. No time/clock anomalies were noted during testing. No unexpected deviation of time noted. The correct test blood glucose value was sent from the glucose meter and recorded in the daily totals screen and bolus history screen by unit under test. The pump communicated properly with the blood glucose meter. Programmed a constant basal rate for 24 hours, and monitored for 4 days with no unexpected basal anomalies noted. The daily totals screen matched the programmed basal rate, and the basal feature functioned properly. The pump passed pump the self test, error test, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had intermittent button response on the esc and act buttons due to moisture damage on the keypad traces. The pump also had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a stained end cap sticker.